Event description:
Clinic notes dated (B)(6) 2014 reported that the patient¿s depressive symptoms had a dramatic reduction with vns therapy, but after a fall in (B)(6) 2013, depression worsened and the vns system had high lead impedance. The pulse width was programmed up.

Event description:
Although surgery is likely, surgical intervention has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
The patient later reported being hospitalized due to an exacerbation of gastroparesis.

Manufacturer narrative:
.

Event description:
X-rays images and the associated reports were received along with clinic notes indicating that the patient's vns was now indicating high lead impedance. Review of the x-rays by the manufacturer found no lead discontinuities however the lead pin did appear to be fully inserted inside the connector block. This indicates that the high impedance is likely related to an unpronounced lead discontinuity. The clinic notes indicate that the patient had recently fallen. Follow-up with the physician found that the high impedance was believed to likely have been related to the fall. Last good diagnostics were taken on (B)(6) 2010. The physician indicated that the patient was not able to feel stimulation when the vns was verified as functioning properly so it is unknown when the stimulation may have ceased due to the high impedance. The patient was also noted as being on "a ton of medication." It is unknown if the patient will have her vns replaced due to financial concerns.

Manufacturer narrative:
Type of report, corrected data: initial report inadvertently did not indicate "30-day."

Event description:
Additional information was received that the patient still has not had surgery. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
Analysis for the returned m105 was completed. The in-line cavity go gage passed the insertion test. A model 302 and 304 bench lead was inserted completely passed the negative and positive connectors. The generator was subjected to and successfully completed a final electrical test and is operating within specification. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. No additional or relevant information has been received to date.

Event description:
The patient's generator and lead were replaced. The explanted lead was discarded, and the explanted generator was not returned. Also, during the surgery an m105 was initially implanted which also returned high impedance. The surgeon did not feel comfortable using this generator and chose to implant another generator after revising the lead. Generator diagnostics were stated to be within normal limits with this m105. This m105 has been received for analysis which is currently underway. No additional or relevant information has been received to date.